Manufacturer narrative:
Other applicable components are: product ID 3093-28, lot# v345144, implanted: (B)(6) 2009, product type: lead.

Event description:
The consumer and health care provider (hcp) reported that the patient had their device and lead removed in 2011. The device caused the patient pain and discomfort and decreased their quality of life instead of increasing it. The patient would probably never have another medical device again because of the experience. The patient had not been seen by their hcp since october 2011. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.